Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. Upon deploying the device in the laa it became detached from the core wire after 10 seconds. No tug test was able to be performed for the closure. The physician proceeded to check the other release criteria for the device. The device was positioned well at the ostium, the compression was within the acceptable range and there were no leaks present. The device met all release criteria other than a tug test. No intervention was needed for this device since it was released in the intended position and was acceptable to the physician. There were no patient complications that were reported to have occurred.